Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch pocketscan (fasttake) meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time "years ago" when the subject meter began reading inaccurately high. The patient reported obtaining the alleged inaccurate result of "hi" (greater than or equal to 33.3 mmol/l) compared to her feelings and/ or normal results and "hi" compared to the results of "4.9 mmol/l" and "3.2 mmol/l" obtained on another (mylife pura) meter. Neither meter to feelings/ normal results comparisons or meter to other meter comparisons meet the criteria necessary for lfs to determine the possibility of an inaccuracy. There can be no presumption as to which meter's reading is erroneous as the comparison was no made to a calibrated reference method. The patient did not provide information on her normal diabetes management routine and did not state if she took any action beyond her normal diabetes management routine in response to the alleged product issue. The patient reported that "shortly after" the start of the alleged product issue she developed the symptoms of "headache and felt weak" which she reported associating with an acute low blood glucose excursion. In response to these alleged symptoms, the patient reported that she was admitted to hospital where she received healthcare professional (hcp) treatment in the from of "glucose drip". The patient reported that before she left the hospital her blood glucose was tested on a hospital meter and the result obtained was "9.7 mmol/l". During troubleshooting the csr verified that the patient's test strips were expired at the time of the alleged product issue. Replacement products were not sent to the patient as the patient claimed to have "another meter" that she is comfortable with. This complaint is being reported because the patient reported receiving medical intervention for an acute blood low glucose excursion after obtaining alleged inaccurately high results with the subject meter.